Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients midline incision has opened up. The patient was given an antibiotics and steristrips over the incision. No further course of action planned by the physician as infection does not look threatening to the system.